Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor shared that the potential root cause of this event could have been the pressure from the aligners. Align's clinical assessment confirms that the tooth extracted was tooth ul5 which appears to have a crown; however, no x-rays or intraoral photos are available to further evaluate the clinical condition of the tooth. This event is being filed as an MDR as the treating doctor reported that the patient had symptom of tooth extraction (serious injury) and the invisalign system aligners were being used.

Event description:
The treating doctor reported that the patient had symptoms of emergency extraction of tooth ul5. It is unknown if the patient required any medical intervention to alleviate the reported symptom. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptom. It is unknown if the patient is continuing to use the aligners and the patient's current condition is unknown.